Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a prefilled syringe. The customer states they found a contaminated syringe with a rusty yellowish appearance.

Manufacturer narrative:
A DHR review was completed for lot # 16f1124. There were no manufacturing issues related to the complaint for this lot. One sample was received and a visual and chemical examination was performed. Inspection of the sample resulted in noting that there was a metal object in the syringe of which began to rust and caused the yellow appearance. A chemical analysis found that the metal was 97.7% iron. This complaint will be considered as confirmed. A root cause analysis determined that the iron object was most likely in the syringe when it arrived from the syringe supplier as it was stuck to the plastic. Syringes received from the supplier are already pre-assembled (the piston is in the barrel of the syringe). During production, syringes are filled in a controlled area by drawing in the saline solution through the luer tip. Using this method, it is very difficult for a contaminate to get into the syringe. Corrective and preventative action (CAPA) and supplier corrective action (scar) were initiated for a previous complaint with a similar issue. The last action of the CAPA is to have a metal detection system put in place by february 2017. Notification was sent to the syringe supplier for this complaint. If additional information is received, the investigation will resume as needed. This complaint will be used for trending purposes.